Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the iol. Additional observations were as follows; iol returned in a clear plastic bag. Solution is dried on both surfaces of the optic and haptics. One haptic is nicked/chipped-rejectable near the gusset area. The root cause for the reported complaint could not be determined. No malfunction has been indicated against the product. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is:( B)(4).

Event description:
A facility representative reported that sixteen months following an intraocular lens (iol) implant procedure, the iol was exchanged with another iol. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been provided by a nurse, who reported that the patient experienced blurry distance vision, glare at night while watching tv, decreased reading vision. According to the nurse, per the optometrist the iol shifted. The iol was rotated into position approximately 10 months following the initial iol implantation procedure. The outcome of the event resolved with treatment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).